Event description:
It was reported that the insulin pump had a really scratched screen and it was hard to read the screen. The customer's blood glucose was unknown. The discontinuation of the device was advised. The caller also stated that the belt clip was broken and the blood glucose meter was lost. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners and with severely scratched display window.